Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was a shorted u603, u1004 and u1005 components on the computer/analog board. Additionally, r684 and r689 were burnt. The root cause for the defective components could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.